Manufacturer narrative:
A complaint investigation of the returned device was performed. There was no product malfunction observed, inspection of the cannula found no bending or kinking. There are no further actions warranted this time.

Manufacturer narrative:
The device was returned and evaluated. Inspection of the soft cannula found no bends or kinks. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone control ios. Omnipod software app version: 2.0.2. Operating system: 18.0. Hardware: iphone 14.5. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed, the customer stated the cannula looked a bit bent.